Event description:
Treatment of a paraophthalmic aneurysm in the right internal carotid artery (ica). During the procedure, it was reported that the pipeline device would not release from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found already opened and released from the capture coil; therefore, the event cause could not be determined.(B)(4).